Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was revised. The patient was in stable condition.